Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient felt overstimulation. The patient stated that about 12 weeks ago they had surgery to expand their fusion in the lumbar region of their back and that could be the issue. The patient was to follow-up with their healthcare provider (hcp) . Once the patient decides on a new hcp they should consult to what could cause the overstimulation in lower back and legs. It was reported that this happened about a week ago.